Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the patient experienced blood glucose (bg) of 'hi' (>33mmol/l) with vomiting and was taken to the ER. The reporter stated that the patient was given a correction injection and was then taken to the ER, where he was given IV fluids and was monitored for 4 hours and then released. The patient's bg upon release from the ER was not given, however the reporter stated that the same evening, the patient's bg rose back up to 33mmol/l with no signs or symptoms of hyperglycemia. The reporter stated that after the patient's bg rose again, the supplies were changed and there was insulin found in the cartridge compartment. The reporter stated that it appears the insulin is leaking from the cartridge around the plunger end. The reporter noted that during the supply change, two additional cartridges were tried and both leaked into the cartridge compartment. The reporter noted that all three cartridges had no signs of visible physical damage, but were from the same box. The patient was to go on a back-up plan for insulin delivery until new cartridges could be obtained. The reporter saved the faulty cartridges as well as the rest of the unopened cartridges from the same box for return. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention due to a leaking cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the cartridge was not returned for investigation. A retain cartridge sample has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.